Event description:
It was reported that during an egd (esophagogastroduodenoscopy) procedure there was difficulty deploying the wallflex enteral duodenal stent. The stent was advanced to a tortuous position within the duodenum. The device was torqued and the scope was in a tortuous position within the pt. During deployment the white knob on the delivery system disengaged from the sheath when the stent was partially deployed. The nurse was able to manually deploy the stent and remove the catheter from the pt. The procedure was completed with this device with no pt complications. The pt was reported to be okay post procedure.